Event description:
Two days after the bentall procedure, the patient was out of the ICU when he experienced tamponade. The surgeon decided to reoperate on the patient and didn't find the source of bleeding, but found thrombus outside the graft. The thrombus was removed and the valve remains implanted. The patient remains in the ICU with neurological issues.